Event description:
It was reported that the cannula retracted, as the cannula was not visible when the pod was removed from the infusion site (abdomen); this indicates a needle mechanism failure. It was reported that the patient¿s blood glucose level reached 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The device ran for 1297 pulses and the cannula was not retracted. Therefore the device is found to function as intended.